Event description:
It was reported that the device needs (B)(4). During investigation, it was found that the dso seal was degraded. No patient involvement.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The investigation found that the device had a degraded dso seal. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.